Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer had a high blood glucose event, change of infusion set 2 hours after the insertion, she administrated a bolus and realised that she was going up. Customer waited a bit then re-entered again the kh, and again a third time. No alarm, occlusion, tube ok, just higher numbers. She changed her infusion set, same behavior. Customer changed it then a third time, and it went back to normal. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.